Event description:
It was reported during a percutaneous transluminal angioplasty procedure, balloon rupture occured. The 90% stenosed target lesion was located in the moderately tortuous and calcified shunt. The balloon ruptured bellow rated burst. The number of inflations and to what atms are unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).